Event description:
Caller reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. There was no adverse impact on the customer's blood glucose level. Since the customer's blood glucose level was not checked due to the absence of a meter and a connected cgm, cts assisted with pairing the cgm, which showed a level of 196 mg/dl. Technical support advised the caller on the potential risks of taking too much insulin and recommended contacting a healthcare professional for further assistance, which the caller understood and acknowledged.